Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, it was reported that the cartridge was leaking at the o-ring. Customer changed the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.